Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient experienced more than usual bleeding after the scs trial leads were removed. The clinician applied pressure to the site until the bleeding resolved. The bleeding resolved the same day and there were no further complications.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.